Manufacturer narrative:
The device was not returned for evaluation, therefore the complaint could not be confirmed. (B)(4).

Event description:
The customer reported that the pack was build with the oxygenator in backwards.

Manufacturer narrative:
A CAPA was opened to prevent recurrence of this event and involves retraining the operators and updated the procedure with a new requirement of inspecting after every five are mfg. All the operators were trained on this procedure. (B)(4).